Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with pre-op diagnosis: lumbar spondylolisthesis and underwent following procedures : anterior lumbar interbody arthrodesis at l5-s1. Placement of a structural allograft at l5-s1. Placement of anterior instrumentation. Use of fluoroscopy for intraoperative instrumentation placement. Posterior lumbar arthrodesis l5-s1. Posterior non segmental instrumentation, lumbar. Use of morselized allograft. Per op-notes: arthrodesing of end plates at l5-s1 was performed, then sequential trial placement was done and a 13mm anterior structural allograft was placed in disk space. A screw and washer combination was used and l5-s1 disk space was instrumented. Surgeon then dissected down through the fascia exposing the posterior facet at l5-s1. Posterolateral arthrodesis was performed with use of morselized allograft in the joint. The patient was implanted with rhbmp-s and synthes instruments. The patient underwent revision surgery due to pseudoarthrosis .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.